Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 168mg/dl at the time of the incident. The customer reported that pump was not powering on, no matter what battery inserted. Customer stated half problems with battery and was sent a battery cap but pump was not powering on when battery was inserted. Customer was calling back after receiving replacement cap. Customer used a new battery. Fail battery alarm recurred. The customer was advised to discontinue use of the insulin and revert to back up plan. The insulin pump will be returned for analysis.